Event description:
A patient reported that their insulin pump had a loose charging port, requiring it to be held in a specific position to charge successfully. There was no adverse impact to the customer's blood glucose level. The patient did not request a follow-up for this issue.